Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the green button was pressed and when attempting to staple with the device, the stapler popped and failed to fire, where in the handle broke off and was unable to be squeezed. There was no patient injury.